Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was at a skilled nursing facility and was conscious at the time of the event. A nurse was present and stated that the staff assists the patient with the response buttons when the device alarms. After review of the downloaded data, it was confirmed that the patient received five inappropriate treatment at 04:56:43, 04:58:08, 05:02:, 05:02:26, & 05:02:47 on (B)(6) 2015. Rapid atrial defibrillation rate and motion artifact contributed to the false detections. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. The patient was taken to the hospital and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital and continued to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloadable data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 06/2013 - reuse. Electrode belt sn (B)(4): 08/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. Additional inappropriate defibrillation narrative continued: the current commerical inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be round at www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf